Event description:
Procedure: prostatectomy. Reportedly, the staples fired over the dorsal vein complex however, once the staple line was completed the staples opened up. This required the surgeon oversewing and use cautery were needed to achieve hemostasis. There was no reported injury.